Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, "water temperature never rose above 24c, even with point set at 40c". The procedure was complete with this device. There were no complications, and the pt's condition was noted as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, eval of the returned device revealed a MDR-reportable malfunction of radio frequency out of calibration. The MDR is based upon the eval results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was returned to the MFR and analyzed. Functional analysis revealed the radiofrequency output was out of calibration and was therefore adjusted. The most likely cause for the reported event was that the loose 26 volt power supply plug may have been insufficiently engaged during field service replacement. The loose 26 volt power supply plug caused the unstable temperature readings as observed in the field. (B)(4).